Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+1.0/086 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down when injected into the patients left eye (os). The lens was torn upon removal and was discarded. The lens was replaced with another same model/length lens and there was no patient harm. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).